Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery without vibration. The customer's blood glucose was 389 mg/dl. The customer's mother reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The caller confirmed that the vibrate function as turned on and that the battery power was not low. The caller stated that the battery had been replaced two weeks prior. The caller was advised to install a new battery and to run the self test. She reported that the insulin pump did not vibrate during the self test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The vibration function operated properly. No vibration anomaly was noted. The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.